Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: separates during use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® c&s transfer straw kit, urine collection straw kits are breaking at the connection point to the adapter. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® c&s transfer straw kit, urine collection straw kits are breaking at the connection point to the adapter. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.